Manufacturer narrative:
Concomitant: needleless connector, model and lot number; therapy date (B)(6) 2015.although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported a crack and leak between a syringe pump tubing and the syringe during an infusion of sodium acetate 2meq/ml with heparin 1:1 (30 units) and lidocaine 1.2mg. Running at 1.5ml/hr. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products-peripheral arterial line td (B)(6) 2015. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection under a microscope observed a hairline crack on the female luer. The crack was 9.7 mm in length. Functional testing was performed; no leak was observed. Further leak testing was performed by increasing the pressure on the set and subsequently submerging it under water. No leaks were able to be found on the female luer during leak testing. Additional testing of the non-bd microclave adapter to the extension set female luer was performed; there was slight leaking from the adapter needleless port when connecting and removing the bd syringe. The root cause of the leak was identified as an issue on the non-bd microclave adapter needleless adapter. It may be possible that there are fitment issues between the male end attachments and the non-bd microclave adapter.

Event description:
The customer reported when the microclave needleless adapter was added to the syringe set the microclave cracked the part it attaches to on the tubing. The fluid infusing via a peripheral arterial line was sodium acetate 2meq/ml with heparin 1:1 (30 units) and lidocaine 1.2mg. The rate was 1.5ml/hr. The crack is not easily seen but fluid was seen leaking between the syringe and the tubing. The customer suspects the microclave might be overtightened which could cause the cracking. There was no patient harm.

Manufacturer narrative:
Correction to remove age, (B)(6) from section on the initial report.